Event description:
Large ligaclip is misfiring on a laparoscopic chole. It was used on the pt, there was no complications. It would fire then stick then shoot another staple out. Surgeon would like it returned for credit.